Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they experienced low blood glucose. The customer reported that the blood glucose was so high that the value would not register on the insulin pump. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 146 mg/dl at the time of call. The customer's blood glucose was unknown at the time of hospitalization. The customer stated that they were given IV fluids to treat the blood glucose. The customer stated that they treated the low blood glucose with food. The customer stated that they were nauseous. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that there were no insulin issues and setting issues. The reservoir was showing the same amount of insulin as shown at the status screen. The insulin pump will not be returned for analysis.